Manufacturer narrative:
(B)(6). Additional product codes: jds, hrs (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who initially underwent surgery for a left, tibial plateau fracture on an unknown date, was brought back to the operating room on (B)(6) 2017 for the removal of two (2) plates, twelve (12) screws and two (2) k-wires due to an infection. It is unknown when the infection was identified or if the patient had any complaints of pain or discomfort. During the procedure, the patient underwent irrigation and debridement (I&d) and the placement of a drain. It was reported that all hardware was easily removed and intact. It is unknown if the fracture was healed or if there are plans for additional surgery/treatment. The surgery was completed successfully, without delay, and the patient reported as stable. This report is for one (1) 3.5mm cortex screw this is report 6 of 15 for (B)(4).